Event description:
It was reported that the ventilator was not giving proper volumes output. The patient complained they were very low and the patient desaturated. Attempted a second time with the same result. No patient harm reported.